Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had intertrochanteric femoral fracture and underwent the surgery using a proximal femoral nail antirotation blade on (B)(6) 2013. The patient visited the hospital again due to the complaint of pain on (B)(6) 2014. Patient experienced pain during walking with cane, and it was possible to walk but the pain became severe. The next day, the doctor found via x-ray exam that the blade was cut out and extended to the acetabular roof. Patient had revision surgery for removal of the blade and a total hip arthroplasty on (B)(6) 2014. Surgeon reports that the event occurred with a fracture of femoral neck. Due to the installation position of the blade, the blade could not keep to support the bone head when the blade was subjected to a load after surgery and the bone head became inverted. Procedure was successfully completed with no reported delay and no patient harm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was completed: visual inspection: clean outer surface and no major scratches or damages of the products. The patient¿s body fluids were inside the blade. A simple functional test with equivalent instrumentation was performed successfully. No functional deviation could be determined with both blade locking-unlocking and blade insertion in the nail. Both, the complaints description as well as functional testing do not provide an indication of a product or design related dysfunction. The complaint cannot be assigned to a product or design related feature or issue and is therefore not design and product related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4)